Manufacturer narrative:
The device was received. Investigation has not yet been completed. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip got caught on tissue and the gripper would not go down causing tissue damage. It was reported that this was a mitraclip procedure to treat mitral regurgitation (mr) with grade 4+. The clip delivery system (cds) was advanced to the mitral valve and grasping was performed. The clip became caught on something and the gripper would not go down. Troubleshooting was performed and the clip was freed. Therefore, the cds was removed and once removed it was noted that the there was tissue on gripper. It was thought that maybe the clip got caught on the anterior leaflet or chordae. A new clip was implanted, reducing mr to 2+. Imaging was challenging during the procedure. No additional information was provided.

Manufacturer narrative:
The returned device analysis was unable to confirm the reported gripper actuation issue as the grippers were able to actuate as intended without issues. The reported difficult to remove from the anatomy and visualization issues could not be replicated in a testing environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot which could have contributed to the reported issues. Additionally, a review of the complaint history did not identify a lot specific issue. All available information was investigated, and the difficult to remove from the anatomy was due to procedural conditions as the clip became stuck in the leaflet/chordae during the clip positioning. The gripper actuation issue was likely an outcome of the clip caught on anatomy. The reported poor image resolution was due to challenging. Additionally, the reported tissue damage was due to the difficult to remove. The patient effect of tissue damage is listed in the mitraclip instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.na